Event description:
It was reported that during pre-surgery testing, it was observed that the motor device had a leak in the hose. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the locking components could not secure a cutter device which would not allow completion of the pre-test. The assignable root cause was determined to be due to worn out components due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial report had q1 listed in this field in error. The field is supposed to be blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.